Manufacturer narrative:
The biomedical engineer (bme) reported the central nurse's station (cns) went down and gave an error of "no valid image found." When they rebooted it and tried to have it come back up, it got stuck on the cns software boot up screen. The cns was unable to boot back up. They purchased 2 hard drives to try to resolve the issue, but it did not. Now, the cns application keeps cycling and does not fully boot up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the 32 telemetry transmitters were being used in conjunction with the cns, but the model and serial number information was not provided by the customer.

Event description:
The biomedical engineer (bme) reported the central nurse's station (cns) went down and gave an error of "no valid image found." When they rebooted it and tried to have it come back up, it got stuck on the cns software boot up screen. The cns was unable to boot back up. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) gave a "no valid image found" error message then shut down. When trying to reboot the cns, it would not boot all the way into the cns software. No patient harm or injury was reported. Investigation summary: the root cause of the cns shutdown is undetermined. The customer ordered replacement hdds; however, it is unknown whether this resolved the issue. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) gave a "no valid image found" error message then went down. The cns would not boot all the way into the cns software. No patient harm reported.